Manufacturer narrative:
No investigation possible without the returned device. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. There have been no other similar reports for this lot of cartridges. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Within 15 minutes of initiating the first routine hemodialysis treatment with the system one, the pt became anxious, experience shortness of breath and was diaphoretic. The pt's o2 saturation decreased to 80% and blood pressure increased to 206/116 from 180/90. The pt has a tracheotomy and is on a ventilator. A respiratory therapist was present and gave the pt a respiratory treatment with albuterol; pulse decreased to 32 from 90. Symptoms resolved after the treatment was ended. No other medical intervention was provided.